Event description:
It was reported that ball bearing like structures at the tip of the wand broke off inside the patient's hip; the foreign matter was successfully retrieved. Procedure reportedly was completed without further delay or patient complications.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.